Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number is 926379, and the expiration date was not provided. A field service engineer (fse) replaced and adjusted the reagent probe, cleaned the inside of the sample probe, performed cell blank measurement, replaced the hoses for the cuvette station, and checked the liquid levels for the wash station. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results from the cobas c 303 analytical unit. Results were provided for one patient as an example. The initial result was 0.51 mg/l, accompanied by a data flag. The repeat result was 47.7 mg/l.